Manufacturer narrative:
(B)(4). Maquest cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The error was caused by a defective motor. The motor has been replaced by a service technician.

Event description:
Service technician reported: "rpmdiff" error" - replace motor. Replacement motor serial number (B)(4). Calibration and functional testing factory specifications. "Rpm-diff" is also known as "runaway", which means pump had speed >10% of set speed. (B)(4).